Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a common bile duct stones during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2023. During the procedure, the deployment hub cracked open. The physician was able to fully deploy the stent by squeezing the crack closed. There were no patient complications reported as a result of this event. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8mm. It was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of handle break for placement transgastric to the stomach.